Manufacturer narrative:
The css console was evaluated on site by a syncardia service tech. The backup power supply would not allow the console batteries to properly charge, and several leds were not illuminating on the console alarm panel. The syncardia tech determined that the backup power supply was not operating properly, and he replaced the backup power supply. After installation of the replacement backup power supply, the console was allowed to operate on battery power for over 45 minutes, then the console was reconnected to mains power to confirm that the batteries were properly charging. The css console then passed the console test validation protocol to confirm that the console was performing as intended. This failure mode poses a low risk to the pt because it did not negate the ability of the css console to perform its life-sustaining functions, and batteries are a redundant system on the css console. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
Customer reported that a css console exhibited a low system battery alarm while supporting a pt. The pt was switched to a backup css console without impact. The customer also reported that the css console had not been on main power for an extended period of time with the circuit breaker in the "on" position. This allowed the batteries to discharge.